Event description:
First one, the stem came out of the port along with the catheter. Second one, the catheter broke. 3rd port was successfully implanted (different lot number).

Manufacturer narrative:
The complaint of stem detaching from the port was confirmed, however, the cause could not be determined. The complaint catheter broke; was not confirmed due to the distal end of the catheter segment observed irregularly cut. No manufacturing variances were observed related to this event in the device history record review. A corrective action was implemented to correct the stem detaching from the port body.